Event description:
Reportable based on analysis completed on 11nov2011. It was reported that during a stenting treatment procedure, user had difficulty removing the stylet wire. As the physician prepped the 3.0x32mm promus element stent for use, difficulty removing the stylet wire from the device was encountered and the physician was worried damaging or dislodging the stent. However; analysis revealed stent was dislodged from the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent protector crossing the mandrel. The mandrel had damaged the stent protector. The balloon was partially inflated and full of contrast media. The device was soaked at 37 degrees celsius for 30 minutes to remove the contrast media. The balloon was inflated to nominal pressure and deflated as per the dfu. The stent was not returned. The tip section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).